Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer had a seizure and loss of consciousness and paramedics were called. The customer was treated with glucagon injection and 10% glucose drip via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified, therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.